Event description:
It was reported that, the battery in a 980 ventilator was not charging. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and verified the reported issue. The se replaced the battery. The se updated the software to the current revision, performed calibrations and extended self-testing on the device and all tests passed.

Manufacturer narrative:
Product analysis: a battery was returned to covidien/ medtronic¿s product analysis. Functionality testing was performed on the returned component; no errors were found in the diagnostic logs. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.